Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) would not sense or pace atrial. The epg passed all incoming functional tests. It was indicated that the keypad was scratched and a display wire¿s insulation was pinched but not compromised. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) was not sensing or pacing atrially. The lead was changed but did not resolve the issue. The epg was returned for service. No patient complications have been reported as a result of this event.